Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws did not open after firing on the blood vessel at the 1st firing. The trigger was pulled from the handle and the device was released. The device was not fired after this incident. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. : information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Were there any unusual noises heard? ---the information was not provided from the hospital. Was the device difficult to fire? ---the information was not provided from the hospital. Did the clip advance fully into the jaws of the device? ---the information was not provided from the hospital. Did a clip deploy? ---no. Was there any tissue damage after the device was removed from the tissue? ---the information was not provided from the hospital. If so please explain the damage to the tissue ? How was the tissue repaired? Was the surgeon a first time user? ---the information was not provided from the hospital. Did the primary surgeon fire the device? ---the information was not provided from the hospital. If not who fired the device? The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.